Manufacturer narrative:
Additional information was received on mar 03 , 2025 and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There was no errors found. The third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit was corrected.. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.